Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported all the issues were resolved and did not involve the implant.

Manufacturer narrative:
Date of event was reported as 2017 (about two months ago). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had back surgery (reported as unrelated to the ins device/therapy) was little worried that "he was right down there" but noted they had been able to use the programmer successfully since the surgery. The patient stated that they needed to make frequent adjustments because of ¿because of her back issues and is "all screwed up" for about 2 months. The patient did not know if the back issues were affecting their ins therapy and was redirected to contact their healthcare professional (hcp) for issues.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.